Event description:
This report is being filed upon notification from our x-ray manufacturer in another country, to submit this event. Problem: this x-ray system went down in the middle of a heart catheter study. The system was rebooted and the doctor continued the case. There was no injury to the pt.

Manufacturer narrative:
(Eval method, results and conclusions) - (other): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.